Manufacturer narrative:
The customer's report of a leak at upper fitment was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted tear in the silicone segment directly below the upper fitment component. No other damage or issue was observed. Functional testing confirmed leaking from the tear. The cause of the leak was due to a tear on the silicone segment component. The root cause of the damage was not identified.

Event description:
It was reported that the new tubing leaked saline at the upper fitment. The customer confirmed during follow up that there was no patient harm as a result of this event. Although requested, there was no additional event details provided at this time.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested patient demographics however decline to answer. Lot not provided.

Event description:
It was reported that the new tubing leaked saline at upper fitment. The customer confirmed that there was no patient harm. There was no additional event details provided at this time.